Event description:
It was reported that the readings froze. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event/problem- additional information. D9: device available for evaluation-additional information. D9: device returned to MFR-additional information. D9: date device returned-additional information. H2: type of follow up- additional information.

Event description:
It was reported that the readings froze. Data was returned but will not confirm the issue or determine a probable cause. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.